Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture of the device tore while tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588tn-20 tightrope® ii abs, implant batch number 15432930, was received for evaluation. Visual inspection found that the loop system was broken off; evaluation of the returned sutures revealed fraying and damage, indicating excessive force. A functional test was not performed as the device was received broken/damaged. The most likely cause of the reported failure is user error, including the application of excessive force and/or pulling the suture strands not in line with the bone socket. Directions for use dfu-0147-eor4_fmt_en, tightrope® devices g. Precautions 1. Acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.